Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, resistance was felt prior to the catheter tip reaching the "rhv". The catheter was pulled off of the guide wire, and the guide wire was believed to be contaminated. The physician proceeded to wipe the guide wire. It was noticed the tip of the rocket was on the guide wire and not the catheter. The catheter tip was removed from the guide wire. A new rocket was used to continue with the procedure. Reportedly, no pt injury was associated with the event. There were no further details reported.